Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was implanted during a stent placement procedure performed on an unknown date. During procedure, the stent was successfully implanted. However, three months post stent placement, it was noted that the stent had been occluded. The stent was removed, and another advanix biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: facility name: (B)(6). Block d4, h4: the complainant was unable to provide the complaint device lot number and upn. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1409 captures the reportable event of stent obstruction within device. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.